Event description:
It was reported that boston scientific technical services (ts) was contacted to review an episode that had ocurred approximately two and a half months earlier, of suspected inappropriate therapy by this implantable cardioverter defibrillator (ICD). The patient recieved six shocks and as well anti-tachycardia pacing (atp) that were likely the result of atrial fibrillation with rapid ventricular response. Therapy was exhausted for this episode. Further programming and potential treatments for atrial arrhythmias were discussed. The device remains in service. No additional adverse patient effects were reported.